Event description:
It was reported that during the use of the pump an alarm sounded. No patient injury was reported.

Manufacturer narrative:
One pump was received for evaluation. Visual and functional testing were performed. No physical damage was noted on the pump and all labels were still intact. During the functional testing the reported issue was unable to be confirmed. As a preventative measure replaced the upstream and downstream sensors and performed re-calibration. Pump passed all functional and delivery tests. Root cause: no fault found. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of the device: patient/consumer.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 08-oct-2020.